Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that multiple subcutaneous butterfly needles did not engage the safety mechanism during needle removal. Verbatim: complaint via email. Email(s) attached. Please see below product complaint regarding the following item; bd saf-t-intima lot - 5188470 exp 2029-07-24 "currently we have had quite a few subcutaneous butterfly needles not engage the safety when removing the needle. This is causing a huge safety risk as when we remove the needle, the sheath is not engaging and a very long wire with the needle on the end flops around and can cause a needle stick injury".